Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot.

Event description:
It was reported that pn 29x12.7 100 pk germany was not working properly. The following information was provided by the initial reporter: pen malfunction. Last saturday, the patient visited the pharmacy and complained that less liquid " runs through " due to the additionally delivered needles (bd micro-fine ultra pen needles). So far, the patient refuses to return the pen for sending because it¿s in use.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pn 29x12.7 100 pk germany was not working properly. The following information was provided by the initial reporter: pen malfunction. Last saturday, the patient visited the pharmacy and complained that less liquid " runs through " due to the additionally delivered needles (bd micro-fine ultra pen needles). So far, the patient refuses to return the pen for sending because it¿s in use.